Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the fiber optic connector would not fully seat into fiber optic module, the connector was broken. To fix the issue, the fse replaced fiber optic module. Unrelated to this complaint the fse also replaced the safety disk as it was due for replacement. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) would not recognize iab catheter. It is unknown under which circumstances this event occurred. There was no patient involvement; thus no adverse event was reported.